Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, connected to server but not updating and manual recovery required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remained online, however, updates were not being processed. The technical support specialist dialed into the station and logged off the station into cfnadmin. The specialist followed and applied ka 000007152. The datasync debug log in baretail was checked and verified, which showed an error indicating that the last upload change tracking value of the station was less than the minimum valid version of the station database, requiring a manual recovery process. Version 1.6 was downloaded from the specified path. The maintenance service at the station was stopped, followed by stopping the datasync service. A manual backup of the station was performed as it was a non-encrypted database, and the station datasync_debug.txt was monitored using baretail. Ssms was opened, and the gettx.sql script was executed. The results were saved to excel and uploaded to electronic patient health information (ephi) for itemtransactionkey and itemtransactionsnapshotkey. The es-client-change-tracking-recovery-by-chunks.sql script was executed, and the results were saved to excel and uploaded to ephi. The sql script truncate table core.systemoperation was run successfully. The datasync and maintenance service at the station were restarted, and the datasync_debug.txt was monitored again, confirming that no retry mode was sighted. The datasync debug log in baretail was verified, showing successful upload and no variation in change tracking version. A full datasync of the station was performed. Cpu uptime was verified as four days, and the station was rebooted into cfnapp. From the app server, login to the pes web application was completed, and navigation to settings > locations > facilities was performed. The facility of the recovered station was selected, and the sync change tracking chunk size was updated by increasing it from 1000 to 1001. Continue and save were pressed. The task was completed, and the manual recovery process succeeded. An email was sent to the customer for acknowledgment. The system functioned as intended after the technical support specialist troubleshot the device.